Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 2067, rf (radio frequency) head. (B)(4).

Event description:
It was reported "re-start" is displayed when power on. It was also reported boot time is longer (about three minutes). The programmer was returned for repair. No patient complications were reported as a result of this event.